Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope displayed a b30 and e216 error, and found white residue in the air and water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation it is likely that the communication error codes were caused by a component failure. However the cause of the white residue could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.